Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced low blood glucose of 36 mg/dl. Customer stated she has had low blood glucose since (B)(6) 2015. She treated with food; current blood glucose was 156 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was less insulin than the status screen. The reservoir was not manipulated while connected. Device was not exposed to a magnetic field and passed the displacement test. Customer was advised to contact the doctor regarding the lows.